Event description:
It was reported, "infected hip joint. Removed implants wash out. Implant temporary antibiotic spacer."

Manufacturer narrative:
Other devices listed in this report: cat. No.: 6260-9-136 v40, cocr lfit head 36mm/0, lot code: unknown. Cat. No.: unk, restoration mod. Cone body, lot code: unknown. Cat. No.: unk, restoration modular conical stem, lot code: unknown. Cat. No.: 542-11-54f, trident psl ha cluster 54mm, lot code: unknown. Cat. No.: 2030-6525, cancellous bone screw 6.5mm, lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.